Event description:
It was reported that, during a colonoscopy, the video processor unit shut down, resulting loss of all display capability. There was no report of injury or other negative health consequence to any patient. Submission of this report does not, in itself, represent a conclusion that the medical device caused or contributed to an adverse event.

Manufacturer narrative:
The shut-down of the video processor unit is caused by activation of the circuit protection. This occurs due to a current spike associated with a component failure.